Event description:
It was reported by service report that the release handle was difficult to squeeze. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: - height adjustment racks.